Manufacturer narrative:
Block h6: imdrf device code a0203 captures the reportable event of stent size incorrect.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2025-01721 and 3005099803-2025-01723 for the associated device information. It was reported to boston scientific corporation that two wallflex biliary rx fully covered rmv stents were to be implanted in the bile duct for the treatment of pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, it was observed under fluoroscopy that the stent was in the intrahepatic ducts, but a large portion of the stent was still in the duodenum. The physician stated that the stent was 'acting like a 10x80' stent; however, the stent was not measured during the procedure. A second wallflex biliary stent of the same size was used, but the same issue recurred. It is unknown how the stents were removed from the patient, and a different size stent was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0203 captures the reportable event of stent size incorrect. Block h11: a wallflex biliary stent and delivery system were received for analysis. Visual examination of the returned device found the stent fully covered by the outer sheath and undeployed. No damages were noted to the device. A functional inspection was performed; the stent was deployed by actuating the delivery system (slide the handle back along the stainless-steel tube). A dimensional inspection was performed, and the stent was measured to be within specification. Product analysis did not confirm the reported event of stent size incorrect as there is a lack of objective evidence to confirm the reported event; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2025-01721 and 3005099803-2025-01723 for the associated device information. It was reported to boston scientific corporation that two wallflex biliary rx fully covered rmv stents were to be implanted in the bile duct for the treatment of pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, it was observed under fluoroscopy that the stent was in the intrahepatic ducts, but a large portion of the stent was still in the duodenum. The physician stated that the stent was 'acting like a 10x80' stent; however, the stent was not measured during the procedure. A second wallflex biliary stent of the same size was used, but the same issue recurred. It is unknown how the stents were removed from the patient, and a different size stent was used to complete the procedure. There were no patient complications as a result of this event.